Manufacturer narrative:
Evaluation narrative - one 4.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device showed the anchor and suture are free from the inserter. The suture is properly loaded onto the anchor. The anchor is intact and shows no evidence of being inserted into a patient. The inserter suture release feature was tested and found to function as intended. Dimensional assessment of the inserter and anchor found they met print specifications. The reported complaint of the suture coming free from the anchor cannot be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. Device returned for evaluation on 1 march, 2016. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a rotator cuff repair that the suture was not fixed and detached. The anchor was left unsupported. A backup was used and placed in a new hole to complete the procedure. The patient's post-operative condition is reported as okay.